Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of event is an approximation. On (B)(6) 2025, it was reported by the patient's spouse that the patient was hospitalized to due to dka and alleged a cgm inaccuracy, but he can't provide the reading comparison or any details about the issue. Spouse can't remember the dates of the hospitalization but he said that it was within (B)(6) 2025 and the patient was admitted for more than a day. Spouse can¿t provide the symptoms felt during this event. Medications were given at the hospital, but the spouse can't provide the details. At the time of the report the patient was resting. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.